Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage to the keypad traces during visual inspection. No button error alarm during testing. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no battery alarms or alerts occurred during testing. The insulin pump received with broken reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, reservoir tube cracked, and missing end cap sticker.

Event description:
Customer's mother reported that the insulin pump recently returned button error alarms. Caller also reported that the insulin pump experienced several battery issues. Blood glucose level was 196 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.